Manufacturer narrative:
The insulin pump was received with currents in specifications. No unexpected battery out of limit alarm. Device had intermittent button response due to moisture damage keypad trace. Device was received with scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and the alarm could not be cleared. Customer stated the alarm occurred after battery change but the battery was not out of the device for longer than allowed. The customer pressed the act and esc buttons and did not get a response. Blood glucose value was 164 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.